Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 221291, plate tsa ii sb // mac ii 100 ea, batch number 3018308 and bd complaint number (B)(4) for contamination. During manufacturing of material 221291, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 3018308 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 3018308. Retention samples from batch 3018308 were not available for inspection. No return samples or photos were received for investigation of this complaint. This complaint cannot be confirmed for contamination. Bd will continue to trend complaints for contamination.

Event description:
It was reported that while using the bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // macconkey ii agar that there was biological contamination. The following information was provided by the initial reporter: customer problem: customer reporting contamination for product 221291 lot no. 3018308 customer location (country): USA. Quantity received and quantity affected: customer reports discarding 857 contaminated plates. Was this issue involving patient or nonpatient samples? Nonpatient. Was there any patient impact? (Y/n) n. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details. Customer reporting contamination for product 221291. Lot no. 3018308.

Event description:
It was reported that while using the bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // macconkey ii agar that there was biological contamination. The following information was provided by the initial reporter: customer problem: customer reporting contamination for product 221291 lot no. 3018308 customer location (country): USA. Quantity received and quantity affected: customer reports discarding 857 contaminated plates. Was this issue involving patient or nonpatient samples? Nonpatient. Was there any patient impact? (Y/n) n. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details. Customer reporting contamination for product 221291 lot no. 3018308.

Manufacturer narrative:
D.3 common device name:culture media, non-selective and non-differential. E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.